Manufacturer narrative:
The reported events of inadequate capture threshold, sensing r-wave amplitude variation and helix failure to retract were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found internal shorts due to procedural damage at the connector region. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of helix failure to retract was isolated to the helix being clogged with blood and over-torque of the inner coil. The cause of inadequate capture threshold and sensing r-wave amplitude variation was due to the over-torque of the inner coil in the connector region which causing short between conductors.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, increased capture threshold and low sensing were observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix was unable to retract. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.